Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis replicated and confirmed the reported complaint. The pch was found to have a segment of the conductor wire broken at the yaw pulley. It was noted the instrument had 6 uses remaining. As of 04/09/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was conducted, and it was confirmed that the permanent cautery hook (pch) part # 470183-12, lot# n10180326-0101 was last used on (B)(6) 2018 during a cholecystectomy procedure with system sk1588. No image or procedure video was provided by the site for review. This complaint is being reported because damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 4th usage and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook (pch) instrument had no heat being produced. The customer replaced the monopolar cord and still observed no heat. The procedure was completed with a backup instrument and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated that no further information could be provided.